Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing intermittent low flow alarms of 2.4 lpm since (B)(6) 2023. The patient completed a ramp right heart catherization the previous week with a speed increase from 5700 rpm to 6000 rpm due to the elevated pulmonary capillary wedge pressure. The flow on (B)(6) 2023 was 2.6 lpm. The patients blood pressure was low. Log files on (B)(6) 2023 showed multiple low flow alarms. The flows appeared to be dropping below 2.5 lpm. The periodic log showed after the pump speed was increased, the motor power, flow, and pulsatility index (pi) trended downward. The cause of the low flows was shown to be an outflow graft (ofg) twist seen on the computed tomography (CT) scan. The patient had an operation to have their ofg replaced as well as ofg clip placement on (B)(6) 2023. The ofg clip was added to the pump end connection and graft to graft anastamosis was made. Flow was restored at 4.5 lpm and pump speed was at 5500 rpm. The patient was doing well post-operatively.

Event description:
Additional information: it was reported that the alarms did not resolve with taking blood pressure medications or hydrating so the patient arrived at the emergency room for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist was confirmed during the evaluation of the returned outflow graft. The sealed outflow graft was returned with outflow graft bend relief fully secured to the graft attachment. Removal of the bend relief confirmed that the graft was twisted nearly 180-degrees counter-clockwise. The distal end of the twist formed into a longitudinal crease, which continued along the graft, terminating at the distal end of the outflow graft bend relief. The normal tissue accumulation in the twisted and creased areas of the graft indicated that the deformation had been present for an undetermined, prolonged period of time. The observed twist would have contributed to the steady decline in flow between (B)(6) 2023 and (B)(6) 2023 and subsequent low flow alarms captured in the submitted log files. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. The returned outflow graft was implanted prior to the implementation of this corrective action. The relevant sections of the device history records pertaining to the returned outflow graft and lvad were reviewed and showed no deviations from mfg or qa specifications. Although the returned outflow graft was implanted prior to the implementation of the outflow graft clip, the surgical procedures section of heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns to attach the outflow graft clip to prevent post-operative outflow graft twisting. Outflow graft twisting may lead to serious adverse events such as graft occlusion, thrombosis, and/or death. Section specific to installing the outflow graft clip is included for pumps where the clip is applicable, which is determined based on the logo on the device. No further information was provided. The manufacturer is closing the file on this event.